Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that he received a no delivery alarm. Customer complained about the infusion sets being occluded and the insulin pump being to sensitive. Customer declined to troubleshoot. Customer stated that the no deliveries began occurring when he received his supply shipment and new insulin pump around (B)(6). Customer stated that he uses supplies from a shipment on (B)(6) and none no delivery alarms occurred with those. Customer stated that he has performed manual prime and alarm occurred hen the tubing is occluded and it is resolved by changing the infusion set. Nothing further reported